Event description:
Additional information was received that at a procedure to replace the pulse generator for normal battery depletion, this lead was surgically abandoned and replaced due to the ongoing issues of noise, oversensing, and fluctuating pacing impedances. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Event description boston scientific crm received information that the lead safety switch was triggered by a low, out of range impedance measurement on this right ventricular lead. Daily measurements showed impedance ranging from 200 - 5500 ohms. After the field representative reset the lead safety switch and programmed the lead to bipolar configuration, the impedance was 530 ohms. There were also several stored ventricular tachycardia electrograms due to noise on the lead. The patient works in a mechanic shop and the noise was thought to be the result of electromagnetic interference (emi). Sensing and threshold measurements were stable and the patient was not symptomatic or pacer dependent. Isometrics and pocket manipulation was unable to reproduce the noise. Additional information was received three years later that pacing impedance levels were now noted to be below 200 ohms. There was no evidence of any loss of capture, and thresholds and sensing were stable. The physician determined that no remedial action is noted and will continue to monitor the lead.

Manufacturer narrative:
Technical services recommended monitoring the lead as it may be compromised and discussed the lead safety switch function with the field representative. No additional information is available at this time. If additional information becomes available, the event will be reopened. The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.